Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned without the plunger, suture, link, needles and cuffs, which limited the scope of this investigation. During lab testing, the foot was successfully deployed by opening the lever, but the lever could not be closed against the device body, resulting in the foot not being completely retracted as reported. The device was disassembled and a bent actuator wire was detected, which inhibited the lever from being completely closed to retract the foot. The foot was able to retract completely when manually pushing the proximal end of the actuator wire. No manufacturing or quality deficiency was detected. Possible contributing factors for bent actuator wire that prevented the lever from being completely closed to retract the foot include, but are not limited to: manufacturing, challenging anatomical conditions and deployment techniques. Every actuator wire is inspected and proof-loaded for proper assembly during manufacturing. Also, the lever is opened and closed to verify needle trajectory. Although no challenging anatomical conditions were reported, tissue caught underneath the foot could interfere with the lever closure and foot retraction. Forceful closure of the lever or attempting to open and close the lever multiple times could bend the actuator wire. Based on the manufacturing inspection criteria and the testing of the foot deployment and closure during the manufacturing of the device, the probable cause for the bent actuator wire is related to the operational context in the use of the device. There were no nonconforming material records associated with this lot which could have contributed to this complaint and its investigation findings. A review of the complaint database for this lot did not reveal any indication of a lot specific product quality deficiency. Based on the investigation, there does not appear to be any indication of a product quality deficiency.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician attempted arteriotomy closure of a non-calcified right common femoral artery (rcfa) after an interventional procedure using a proglide device. Reportedly, during step 4 (parking the foot), the physician attempted to return the lever to its original position, however, it would not come down all the way, he re-activated the lever and tried again, this time it was successful. The physician decided to use another proglide, a guide wire was put back in and the second proglide deployed. After completing vessel closure tissue tract oozing was observed. Adjunctive compression using a patch was applied to address the tissue tract oozing, which is standard routine practice at the site. The patient did not experience any adverse effect. The physician is trained in the use of the proglide device and indicated that the second device did not malfunction. A 6 fr. Sheath was used during vessel closure. No additional information was provided.